Manufacturer narrative:
The insulin pump alarmed during prime test due to a faulty force sensor resistor. The device passed the displacement test but was unable to perform the basic occlusion and excessive no delivery tests due to the prime anomaly. A scratched display window was also noted.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she was nauseous, vomiting and went into a coma. The customer was told by her boyfriend that she was shaking and was unresponsive prior to the event. The customer did not want to troubleshoot. She only wanted the insulin pump replaced.